Manufacturer narrative:
The date of event is estimated for the reported "beginning of (B)(6)". Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 11 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to a driveline infection. Cultures of the driveline exit site were initially positive for pseudomonas in the beginning of march. The patient was treated with a course of IV cefepime, and then levaquin. The driveline site assessment worsened and the patient underwent incision and drainage of the site on (B)(6) 2015 with continued IV antibiotics. The patient again had recurrent pseudomonas at the site and a decision was made to exchange the pump.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the clinical representative that the lvad pump will not be returned for evaluation.